Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented for a triclip procedure. During the procedure, triclip were implanted. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was determined that a patient had grade 4+ tricuspid regurgitation and additional procedure was performed, and it required laceration of the central transcatheter edge-to-edge repair (teer). The patient was stable.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported tissue injury. Tissue injury is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as additional procedure was performed. There is no indication of a product issue with respect to manufacture, design or labeling.